Event description:
A report was rec'd from an optician that a pt experienced blurred vision and severe pain associated with use of dynaeasy4, a private label variant of clear care lens care solution, and wear of viso primera toric ab contact lenses (manufactured by conil ag). The optician provided a copy of the treating physician's report, which indicated the pt experienced blurred vision after removal of the contact lenses. The next day, the pt experienced severe pain in both eyes and went to the ophthalmologist. Diagnosis of toxic keratitis with subtotal erosion. The next day, therapeutic (bandage) contact lenses were applied for pain management. At the pt's last f/u visit, the pt experienced severe pain again. Additional diagnosis of atypical acanthamoeba keratitis. Therapeutic lens removed left eye, and replaced with a patch (floxal), the right lens remained on eye. Prescribed treatment with maphadolor 500 mg and referred pt to the ophthalmology department of a hospital for further treatment. No further information has been rec'd to date.

Manufacturer narrative:
Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a f/u medwatch will be filed. (B)(4).